Event description:
It was reported that, prior to today¿s occurrence, the right ventricular (rv) lead had previously triggered a warning and switched to unipolar polarity. At that time, the lead was reprogrammed back to bipolar polarity. Now, the lead triggered a warning again for low impedance paces. The unipolar measurement was less than the bipolar. It was noted that the patient occasionally feels pectoral stimulation. The lead remains in use at this time with continue monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5524m-53 lead, implanted: (B)(6) 2000. (B)(4).